Event description:
It was reported that this pacemaker system was exhibiting low amplitude and atrial undersensing for its right atrial (ra) channel. Further review of stored episodes revealed the patient experienced atrial fibrillation (af) rapid ventricular response (rvr). The patient was reported as having unspecified symptoms. This pacemaker system remains in service. At a later date, the ra lead was successfully repositioned, with no device issues reported and no additional adverse patient effects were reported.